Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter, and the reported balloon rupture was confirmed. Additionally, scratches at the pinhole rupture site were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that the pta, catheter, armada 18, electronic instructions for use (eifu) states: flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide wire access port prior to use. Consider the use of systemic heparinization. In this case, the reported IFU deviation/incorrect prep did not cause or contribute to the reported rupture. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. The noted scratches at the pinhole rupture site suggest interaction causing damage to the outer surface of the balloon material. In this case, it is likely that during the second inflation, the balloon became compromised against the anatomy resulting in the reported balloon rupture at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the armada 18 balloon catheter was wiped down but the balloon was not soaked as instructed in the IFU. After the device was advanced to the unspecified lesion, the armada 18 balloon ruptured at 10 atmospheres during the second inflation. There were no reported adverse patient effects and no clinically significant delay in the procedure. Another armada balloon was used to complete the procedure. No additional information was provided.